Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that everything was charged up but they don't feel the stimulation. Patient stated that their toes are hurting. Patient also stated that their pain was not that bad but they want their equipment to work. Agent had patient press mystimrc application and 'connect'. Patient saw "communicator not found" message. Patient confirmed they are trying to access therapy settings. Patient stated yesterday was the first day they had to charge the implant, and they were able to charge. Patient grabbed communicator and confirmed green and blue solid lights, but stated they saw not found communicator. Agent had patient reset communicator and close out of all applications. Patient was able to communicate successfully and patient confirmed the therapy was off. Agent advised patient to turn therapy back on, and increase if needed. Patient stated they turned intensity to 1.5 but it felt like it was shocking them, so they turned intensity to 1.3 and stated they felt stimulation comfortably. The steps on the call resolved the issue. Patient asked if they need to turn communicator off. On (B)(6) 2025 (B)(4) (con): patient called back and inquired how to change their settings because they didn't know how to go back to their settings. Patient turned their stimulation up because they weren't feeling the stimulation then they turned their settings down too low. During the call patient got unable to connect on mystim rc. Patient reset the communicator and handset but still got unable to connect. Patient charged their implant and got good connection. The implant was on red. Agent reviewed charging duration and agent advised patient to call back after charging the implant to connect to their mystim rc. Agent closed case. Patient also mentioned they loved that the stimulator was working because they had a lot of nerve pain. Patient mentioned their surgery was rough. Patient called back to adjust their intensity settings. Patient confirmed communicator is powered on and shows battery light (green). Agent had patient close all applications and attempt to connect. Patient saw "service code: 335 ¿neurostimulator battery low" message. Agent reviewed information. Patient pressed 'ok' and saw the therapy screen. Patient then increased their intensity. Patient saw "no device response". Patient turned 'on' their therapy and continued to increase their intensity to 1.6. Patient mentioned they loved their stimulator and it works perfectly because they had a lot of pain. Agent redirected the patient to their hcp. Patient stated that they will go to their hcp later at 3 p.m. Communicator serial number provided. Patient called back repeating information about not knowing how to use their equipment and requesting assistance. Patient reported that they can't figure out how to work the stimulator; patient added they were told to try it for 11 days and then it went out after 5 days and now it went out after 2 days and won't stay on. Patient stated that they need to restart the device and that they can't keep up with the device; patient added that their toes are hurting so bad due to the rain. Agent walked patient through resetting the wireless recharger and handset; patient then tried to start a charge session and got recharger is inactive. Agent had patient try again and patient verified the wireless recharger was at 100%; patient followed up saying they were recharging with the implant in the red. Patient noted they were recharging good. Patient mentioned that they had previously set their intensity at 1.3 and wondered if that was going to stay the same once they were fully charged; agent reviewed information with patient. Agent reviewed general charge information and best practices with the patient. Patient called back and repeated that they don't' understand how to use this equipment. Patient stated that it's working because they don't have any nerve pain, but they don't know how to see what the battery level is, and they're sick of trying to get the therapy to work. Patient stated their toes have been bothering them a lot since it's raining, and their back is still store. Patient was trying to connect in the mystim app and was seeing set up link screen. Agent attempted to walk patient through pairing the mystim app to the implant, but patient kept seeing no device found. Agent had patient attempt to recharge the implant; patient was seeing poor coupling with no numbers listed. Agent reviewed repositioning the recharger. Patient was able to get to good connection with the implant showing 30% battery. Patient noted therapy was off. Agent reviewed with patient to allow the implant to recharge before going back to the mystim app. Patient will call back for further assistance with the mystim app once the implant has recharged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.